Event description:
It was reported that for the last couple weeks, when they were charging their implanted neurostimulator (ins), the charging would stop on them and system problem rm03 would come up. Patient was concerned it might mean something was wrong with their ins; agent reviewed information about the message, which was related to external devices. Patient said a manufacturing representative (rep) in the past told them to take the battery out and put it back in if they encountered issues, which worked for a while, but then the issue would come back up again (confirmed they hadn't reported the rm03 issue to anyone prior to calling agent today). Patient mentioned they had to reset the controller at least 5 times yesterday to get the implant to charge up to 80%, but could not get the ins to fully charge. Patient inspected the recharger cord/plug and controller port, but did not see any damage. Patient said they would have the recharger up against their underwear when charging the ins, and had noticed the recharger was abnormally warm/hot a few times after charging. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot#, serial# (B)(6), implanted: explanted: product type recharger b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.